Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a failed drawer. A field service engineer replaced sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. The customer reported that there was no medication delay since user can managed to get the medications from other station. There were no adverse events or injuries reported based on this event.